Manufacturer narrative:
Additional information is not yet available for this event. Upon inspection and testing, there was no image observed for the device. This is attributed to the faulty charge couple device unit. In addition, there was found a shortage in the cable which caused intermittent flicker in the image. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this issue, during preparation for use for an unknown therapeutic procedure the device yielded no image, only a black image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device is returned to customer unrepaired as customer is negotiating a service contract. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. It is likely that the damage to the charge couple device (ccd) unit, causing it to fail, occurred when the ccd unit experienced an impact such as the user dropped the device, and the image was no longer displayed. The instructions for use includes the following statements that can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.